Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with cannula of the infusion set on (B)(6) 2026. The cannula received was damaged. No further information available.